Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151568.

Event description:
It was reported that the patient experienced ineffective stimulation due to low impedances on one lead. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient was unable to enter MRI mode due to high impedances on one lead.